Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous left forearm vein. A 5.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the target lesion. During the second inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a non-bsc device. No patient complications were reported and the patients status was good.